Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to request evaluation of the device for an unspecified issue. There was no reported patient involvement.